Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). (B)(6).

Event description:
It was reported by the customer as following: the shaver is generating an error on the pump. No further information available. No information about the delay.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: after multiple attempts to retrieve device return information, no information was provided, therefore device will not be available for an evaluation by the service center. This complaint is not confirmed. The service report was cancelled. It was reported that the device generated an error code the pump. The error code was not identified. No further information regarding the procedure or the device used has been provided to determine a root cause for this failure. A check of the manufacturing finished goods records for the reported serial number went under review. Serial number: (B)(4) and refers to spare part s111363+a. During repair process in service center handpiece body was replaced in handpiece and as a consequence serial number of the handpiece has changed. Information for spare part s111363+a: 1 serialized devices released for distribution on april 11, 2016. There were no anomalies or discrepancies in the manufacture of this lot. At this point in time, no corrective action is required, and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).